Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint article part 03.630.108 has shown that: the tip of the distraction sleeve has a dent and that the bore is deformed due to this deformation. This makes it impossible to place it onto a guide wire as complained. The manufacturing documents of this in may 2007 manufactured device were reviewed and no complaint related issues were detected. Based on these findings we exclude a manufacturing related issue. The kind of damage at the tip of the sleeve let us assume that this device was either dropped to the ground or was hit by another instrument. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 03.may.2007, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was under general anaesthetic, the guide wire and extension for guide wire were inserted and as per the process within the surgical technique, began to place the 8mm distraction sleeve; 03.630.108 - distraction sleeve ø 8 mm, over the extension for guide wire. Subsequently, there was difficulty in inserting the distractor, with the distractor refusing to slide over the extension for guide wire. The 8mm distraction sleeve was removed and identified that the tip of the distractor was damaged, and could not be further used. As a result, the surgeon was unable to complete the procedure using the loan instrument set. Fortunately, another instrument set was available at a nearby hospital and a critical incident was averted. The surgery was prolonged about 20 minutes. The instrument had been damaged before surgery and was only identified at being damaged when it was being used. No harm came to the patient. This report is 1 of 2 for com-(B)(4).